Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy on the third firing it was inoperable. A second device was pulled and also would not fire properly on the third or fourth firing. There was no consequence to the pt. 02/10/1998 on 2/9/98 the rep reported the case was completed by opening a third instrument.